Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient began treatment with injection fortum (1 gram, once a day and route not reported) and injection amikacin (1 gram, once a day and route not reported) for peritonitis. The cause of the peritonitis and the patient¿s outcome were unknown. At the time of this report, the patient was continuing antibiotic treatment and pd therapy was ongoing. No additional information is available.